Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that a button was unresponsive on the insulin pump. The device had not been exposed to moisture. Customer's blood glucose was 12 mmol/l. Customer was advised to contact hospital for a replacement insulin pump. The customer did not agree to return the product for analysis.